Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the emergency medical service was dispatched and was hospitalized on (B)(6) 2021 due to due to an infection which caused their blood glucose to rise. The customer¿s current blood glucose level was 315 mg/dl at time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not applicable at time of high blood glucose event. The device will be returned for analysis.